Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the fluid pathway of a peritoneal dialysis (pd) transfer set. The pm was further described as staining that had passed through the tubing and had entered the inner tubing. The transfer set was in patient use for 5 months at the time of the event. There was patient involvement but no patient injury and no medical intervention. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed and it was noted that the tubing was discolored; however, particulate matter (pm) was not observed. The staining that was reported is discoloration of the tubing and patient adaptor. The reported condition of pm was not verified. The cause of the discolored tubing was undetermined. Should additional relevant information become available, a supplemental report will be submitted.